Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4) and strip lot#: d181026-1). Patient did not return meter, only returning her strips. Retained and return strips (lot#: d181026-1) were used to re-test with our in-house meter (serial#: (B)(4)) and control solutions (level low: batch# 8ah1a94, exp. By dec., 2020; level high: batch# 8ah3a14, exp. By sept., 2020), and results were shown below. Retained meter w/ retained strips: 58/55 (level low) and 230/239 (level high). Retained meter w/ return strips: 198/212 (level low) and 327/364 (level high). Desiccants of retained strips from okb's warehouse were still functional (orange color), and testing results above met the acceptance criteria (level low: 35~85; level high: 210~320). However, desiccants of return strips from the client were ineffective (green color), and testing results above were failed. Abnormal high results were obtained because strips have got damp. Warning information regarding close the vial lid of strips immediately was disclosed in user's manual, strip box and labeling, vial label and outside surface of the lid of strip bottle. Therefore, user's improper operation and preservation mostly caused the malfunction of the device.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 3:00pm at home. Caller stated that they tested the end-users blood glucose and got a result of 169mg/dl, which prompted her to give the enduser 24units of novolog. Caller stated that about 15 minutes after giving her insulin the caller found the end-user unresponsive and called ems. The caller did not test the end-users blood glucose again. The end-user did not consume any food or drink while waiting for ems. Ems arrived with in 10minutes and tested the end-users blood glucose and got a result of 30mg/dl. The enduser was then transported to (B)(6) located at (B)(6). The caller was unsure of what the end-users blood glucose was when she arrived at the hospital nor does she know what treatment was received due to her stating that she did not go to the hospital with the end-user. The caller stated that the end-user was at the hospital for 3 hours. The end-user was told to follow up with her primary doctor.